Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported failure (error 319) was confirmed.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report non-recoverable fault 319 in universal surgical manipulator (usm) 3. The customer performed power cycle of the system. There was non-recoverable fault 319. Tse reviewed event logs and non-recoverable fault 319 pointed to usm3. The procedure was continued without usm3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and system initially powered on without errors. Power cycle did not resolve the issue. The procedure was completed robotically with usm3 disabled.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.